Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.

Event description:
The event is reported as: complaint alleges: the jaws are broken on the applier, but there are no screws that are loose. No patient injury reported.